Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller (B)(6) and two (2) batteries (B)(6) were not returned for evaluation. Visual evidence provided by the site revealed a bent pin within power port two (2) of the controller. Additionally, visual evidence revealed contamination was observed within power port two (2) of the controller. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis revealed twelve (12) controller power up events with associated motor start events recorded from 20/apr/2023 to 14/may/2023. There were several momentary disconnections observed leading up to the loss of power on 14/may/2023 at 13:47:36. The controller was without power for an average of 16 seconds per loss of power. Analysis of the alarm log file did not reveal any power disconnect alarms. However, review of the data log file revealed instances involving: (B)(6), where the relative state of charge (rsoc) was between 101-201, which is indicative of a communication error. A communication error will trigger a power disconnect alarm if the other power source is a battery with an rsoc greater than 25%. As a result, the reported events were confirmed. A power source lubrication procedure was performed on the reported batteries in accordance with the requirements under fsca cvg-18-q4-19 on 19/aug/2020. A review of the service history records revealed no indication of any anomaly or deviation related to the servicing that could have contributed to this event. Possible root causes of the communication errors, and resulting power disconnect alarms, can be attributed to the controller not receiving responses from the battery, the packet error checking method detecting bit errors, and/or momentary disconnections on the communication pins of the controller. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Based on an investigation conducted under CAPA pr00574181, a possible root cause of the observed momentary disconnections event can be attributed to fretting corrosion of the controller-port/power-source pins, contamination on the controller receptacle sockets/power source pins, and/or a large spring gap between the controller receptacle spring and trough caused by a damaged receptacle. The most likely root cause of the observed controller port contamination event can be attributed to the handling of the device. Even though this CAPA is now closed, (B)(6) and (B)(6) falls in scope of this CAPA. Based on an investigation conducted under CAPA pr00384004, the root cause of bent socket pins within power port connectors is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: battery d4: (B)(6) h3: yes d1: battery d4: (B)(6) h3: yes investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-sep-2020 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 06-sep-2019 h5: no h6: patient ime code(s): (B)(6) h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-sep-2020 / serial or lot#: (B)(4) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 04-sep-2019 h5: no h6: patient ime code(s): (B)(6). H6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller power port had a bent pin and the patient was unable to perform a controller exchange due to dementia. Routine log file review indicated that the controller had an unexpected loss of power and the batteries exhibited power disconnects. The controller was successfully exchanged at the healthcare facility and the batteries remain in use. No patient complications have been reported as a result of this event.